Manufacturer narrative:
This is being submitted per FDA ticket number (B)(4). H6: evaluation codes updated. Device evaluation: one sample was received. A visual inspection found no physical damage or other anomalies. During the functional testing, the sample was inflated and submerged in water and no leak was observed. The customer reported complaint was unable to be confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one sample was received. A visual inspection found no physical damage or other anomalies. During the functional testing, the sample was inflated and submerged in water and no leak was observed. The customer reported complaint was unable to be confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff on trach was leaking, e defective trach and new trach was placed in patient. There was patient involvement, and no patient harm/adverse event reported.